Event description:
Revision surgery - the patient was experiencing pain; the surgeon revised the tibial insert with a larger size component and added a patella during the surgery.

Manufacturer narrative:
The reason for this revision surgery was reported as pain. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: (B)(4) due to pain, (B)(4) due to infection, and (B)(4) for instability. This is the first complaint for this lot number. The root cause for the pain was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.